Event description:
It was reported that the balloon broke. The 80-90% stenosed target lesion was located in the non-tortuous and moderately to severely calcified coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. After ablation at the lesion, the physician used the wolverine to dilate the vessel, but the balloon broke at 12atm. The procedure was completed with the original method. There were no patient complications, and the patient fully recovered.